Manufacturer narrative:
The catalog number is unknown; if received it will be provided. The lot number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and embedment. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: perforation & embedment. As a direct and proximate result, the plaintiff suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, plaintiff has suffered & will suffer significant medical expenses, pain & suffering, & other damages.

Manufacturer narrative:
Please note that lot number 15683409 was provided but the number could not be found in the cordis database. Please note updates to the following sections due to additional information received; a2, a3, b3, b7 and d4. Additional b5 narrative: additional information was received from medical records. The patient¿s pre-operative diagnosis for filter placement was left lower extremity deep venous thrombosis with contraindication to anticoagulation therapy as well as a large left lower leg wound following incision and drainage of infected hematoma. The patient was super therapeutic on her coumadin therapy and developed a large left thigh hematoma that had to be recently drained. She was not able to tolerate anticoagulation, so her inferior vena cava fiiter had to be placed. An inferior vena cavagram was carried out to ensure placement below the renal veins. The renal veins were noted at the l1-l2 interspace. The optease inferior vena cava filter was then carefully inserted using the femoral orientation, advanced and deployed at the l2-l3 interspace. Spinal fluid was obtained to verify good placement. Additional information was received from a patient profile form (ppf) that the patient has heart problems, breathing problems and has developed heart failure due to poor circulation. The patient had a heart attack and also has high blood pressure. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and embedment. Additional information was received from the patient indicated that the patient has heart problems, breathing problems and has developed heart failure due to poor circulation. The patient had a heart attack and also has high blood pressure. According to the medical record the indication for the filter implant was left lower extremity deep vein thrombosis (dvt) with a contraindication to anticoagulants due to incision and drainage of an infected hematoma of a large left lower leg wound. The patient was super therapeutic on coumadin therapy and developed a large left thigh hematoma that had to be drained. An inferior vena cavagram was carried out to ensure placement below the renal veins. The renal veins were noted at the l1-l2 interspace. The optease inferior vena cava filter was then carefully inserted using the femoral orientation, advanced and deployed at the l2-l3 interspace. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Hypertension, heart failure and a myocardial infarction do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided these events could not be further clarified nor a clinical determination as to contributing factors determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.